Event description:
This lead was attempted at implant on (B)(6) 2014. An email was received from the field representative on (B)(6) 2014 stating that the lead was not successfully implanted due to bad patient anatomy. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).